Manufacturer narrative:
Device passed self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or charge/battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. No unexpected error noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error codes. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had failed battery test and rejected new room temp batteries, had unexplained or random no delivery alarms requiring a set change, had lost settings during a battery change. Customer declined helpline. The device will not be returned for analysis.